Manufacturer narrative:
Additional narrative: additional patient information: patient height reported as (B)(6). Device is an instrument and is not implanted or explanted. Unintended intra-operative x-rays that were performed to locate the fragment. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing date: july 8, 2005. The device history record review could not be performed as the records could not be identified due to the age of the instrument. The device is over ten (10) years old. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a long pull reduction instrument broke off inside a patient during a surgical procedure on (B)(6) 2016. The instrument fragment was left embedded in the distal femur. Intra-operative x-ray imaging was performed in order to find the location of the fragment. However, no medical intervention was undertaken to remove the fragment as it was buried too deep in the bone. The procedure was completed without delay. The patient status was noted to be stable at the end of surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the long pull reduction instrument was received with a transverse break in the distal threads and with the distal tip missing. The spin nut component was not received. The break is consistent with mechanical overload. However, a root cause could not be definitively determined due to the unknown circumstances at the time of the issue and the unknown use and maintenance of the device over the approximately eleven (11) year lifespan. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Per the technique guide, this device is one of the two available pull reduction instruments for the less invasive stabilization system (liss). These devices (319.186 and 324.033) are intended for use in fracture reduction. The long pull reduction instrument was received with a transverse break in the distal threads and with the distal tip missing. Based on the drawing, it is estimated that approximately 33mm of the distal threads were not received. The fracture site was examined and no material voids or irregularities were identified. The proximal connecting post shows dented edges and the threads of the device show wear. The spin nut component was not received. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the pull screw component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.